Manufacturer narrative:
The device was not received therefore no physical analysis of the product could be performed. Review of the manufacturing batch records confirmed that the device met all material, assembly and inspection specifications prior to shipment. Based on the information received to date, it appears clinical and/or procedural factors impacted the event as reported. The product is expected to be returned for failure analysis. If additional information is received or product is returned a follow-up medwatch report will be submitted. Product was not returned.

Event description:
We were not able to remove guidewire safari2 from the catheter. It was stuck into the delivery system. To try removing it the lubregreen coil has been disconnected from the stainless core. It was reported that the issue occurred during withdrawal and the procedure was completed with another of the same device.

Manufacturer narrative:
The device was returned for failure analysis on 4/14/2016. As received, the specimen consists of one each clinically used, damaged safari2 275cm sml crv device; returned coiled with the distal tip lodged within the lotus delivery system, single-bagged within a large poly biohazard bag. The specimen presents a fracture of the core wire with indications of ductile, tensile overload, an unknown distance from the distal coil to core wire weld joint. The distal tip of the device is lodged within the lotus delivery system and the outer coil wraps are stretched an indeterminate length terminating approximately 120cm from the proximal end. The specimen also presents several bends of varying severity and frequency scattered over the length of the device and offset/overlapping coil damage located 98.3 to 98.5cm from the proximal end. No other damage or inconsistencies are noted to the specimen at this time. The proximal coil to core wire joint appears to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. Additional information received: the guidewires in MDR 2126666-2016-00038 and 2126666-2016-00034 were used in one case, one patient. It was reported that "the patient hasn't been injured as a results of these guidewire issues, all of these problem happened outside the patient or during insertion."